Event description:
Reportable based on device analysis completed on 31may2024. It was reported that device failed to prime and seal fault occurred. The target location was located in the deep vein thrombosis of the left lower extremity. An angiojet solent omni was used for thrombectomy procedure. During the procedure, the device was abnormal which led to the failure to prime and it was noted that there was liquid in the air bag of the pump. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Device evaluated by MFR: the angiojet solent omni was returned for analysis. Inspection of the device revealed multiple shaft kinks. Functional testing failed due to an under-pressure alarm message. The microscope was used to verify a detached/separated hypotube. The complaint was confirmed for under-pressure issues related to a hypotube separation.